Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a spontaneous fast ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was provided however, it appeared to change the morphology to what looked to be ventricular fibrillation (vf). Atp was provided as the rates warranted and then a 41 joule shock which did not convert the rhythm. A second shock successfully converted the rhythm. Undersensing of the very fine vf and a delay to therapy was observed during the episode. Technical services (ts) discussed programming optimization. The patient would be seen in the clinic. The device remains in service. No adverse patient effects were reported.